Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the lights were out in port 1 and 2. This was noted before a procedure. Additional information has been requested.

Manufacturer narrative:
The company service representative observed that the lamp was working when he was there. The company service representative found system message (sm) [failure to turn lamp on: lamp needs to be replaced. Please contact field service.] In the event log. The xenon lamp was replaced as a prevention. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The system was found to have no problems; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).